Event description:
It was reported that there was a right poly exchanged due to instability.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer

Manufacturer narrative:
Brand name: x3 triathlon cs insert #3 9mm. Product code: jwh. Catalog #: 5531-g-309. Lot #: las765. Expiration date: 6/30/2012. Sterile lot #: h6x26. (B)(4). PMA/510(k): k063423. Device manufacture date: 6/1/2007.

Event description:
It was reported that there was a right poly exchanged due to instability.